Manufacturer narrative:
The complaint device was not returned for evaluation. A supplemental report will be submitted if the complaint device or additional information is received.

Event description:
Received information stating that the pump fill estimate is inaccurate. Reportedly customer's blood glucose level was impacted.